Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that after the tubing was disconnected from the smartsite port, the blue piston stayed depressed and blood leaked out. The patient had been receiving heparin. There was no report of patient harm or medical intervention. No further patient/event information is available.